Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. All buttons were tested while navigating the menus and were found to be functioning properly. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any delivery or keypad-related alarms that may have occurred in the past or around the complaint date; no relevant alarms were found in the download history files. The baat tool was utilized to review battery history, and no failed battery test alarms or unexpected power loss of less than seven days were identified. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement test, and self test. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, texture damage to the keypad overlay, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case, cracked corner of the belt clip rails, and cracked case (battery tube). In conclusion, customer allegations of a keypad anomaly, no delivery/occlusion alarm, and failed battery test were not confirmed, as the unit tested successfully and no relevant alarms were found in the download history files. Customer allegations of cosmetic damage were confirmed during visual inspection when a cracked keypad overlay, cracked case, cracked battery tube, cracked battery tube threads, and a cracked corner of the belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced random no delivery alarms, less responsive buttons and cracks on the insulin pump. The customer also reported that the insulin pump rejected new batteries. The customer reported no adverse event. The event involved product(s) mmt-342g, unomedical, mmt-1884. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. No product return is required for mmt-342g. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.